Event description:
Physician noted sudden blanching at time of injection which several days later appeared as dusky area 2 cm across. Physician feels there may have been slight necrosis, although patient's symptoms are getting better. Physician prescribed a topical nitroglycerine paste, as well as aspirin to increase bloodflow to the affected area.